Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
The nrg transseptal needle was used for transseptal puncture in a procedure. During use of the first rf needle, the physician encountered difficulty injecting contrast to confirm positioning in the left atrium. The rf needle was removed and contrast was confirmed to be coming out of only one sideport. The rf needle was exchanged for a new device. Successful transseptal puncture was achieved using the new rf needle. When the rf needle was removed from the patient, the insulation was observed to be pushed back following use with the ancillary devices. As a result, the physician spent some time examining the device issue. The combined device issues resulted in a procedural delay of approximately 20 minutes. There was no patient injury or complication related to these issues. However, this report is being submitted due to the resulting procedural delay. Separate MDR reports have been submitted for each device used in the procedure. The report for the first device has been submitted under MFR report #: 9710452-2016-00008.